Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the 319 error was found, indicating node 197 (axes controller spar (acs)) is not present at startup, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where check all boards was found to be failing on the acs board, replicating the reported event. The fiber test was also found to be failing with zero power indicated from the acs and axes controller carriage (acc) boards indicating a complete failure of the parallelogram fiber cable. Once testing was completed, the parallelogram fiber was tested and verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to communication errors resulted from a faulty parallelogram fiber cable located on usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, the clinical sales representative (csr) reported that universal surgical manipulator (usm) arm 4 was completely nonfunctional. A hard reboot was performed on the patient side cart (psc), but the 319 faults persisted. The csr planned to consult with staff and moved the procedure to another room. There was no report of patient involvement.